Event description:
See user facility medwatch (B)(4).

Manufacturer narrative:
A review of the service history for nationwide children's 9 system 1e units identified that the service activities for the units include normal installation activities, scheduled preventive maintenance activities and field corrections. (B)(4). Steris places a high priority on addressing the customer's concerns. The steris district service manager spoke with the biomedical engineering manager (initial reporter of the medwatch) on (B)(4) 2013 at the user facility to address their concerns. The biomedical engineering manager stated that he was not aware of any recent issues with the system 1e units. Steris service has contacted the biomedical engineering manager on several occasions to follow-up on the ongoing operation of their system 1e's and to coordinate an onsite visit. Review of service history has identified only 1 service call since receipt of the customer's medwatch. To date no response from the biomedical engineering manager has been received. Investigation of this event is currently in process. A follow-up report will be submitted if additional information becomes available.